Event description:
It was rerpoted that the customer experienced low blood glucose and believed the insulin pump may have been giving him too much insulin. His blood glucose was 32 mg/dl. He treated with glucagon, juice, and a candy bar. During troubleshooting, the drive support cap appeared normal. The customer was found to use proper priming technique. Customer was using rapid acting insulin but did not know the concentration. He declined to troubleshoot further and stated he had reverted to a back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.